Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported poor image resolution was due to device shadowing and rotation of the heart. The patient effect of tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an impella pump was placed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, rotated heart, and posterior flail. A mitraclip ntw was prepared per instructions for use (IFU) and was inserted without issues. Grasping was performed, but difficulties visualizing the leaflet occurred. Imaging revealed torn leaflets and an anterior flail. While in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, and the issue was resolved. However, a decision was made to remove the clip and discontinue the procedure. After removal of the clip, the gripper was tested again, but the issue recurred. A heart pump device was placed. There was no clinically significant delay in the procedure.